Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache"). The patient was treated with surgery (essure removal surgery (bilateral salpingectomy)). Essure was removed. At the time of the report, the headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right coil was removed in fragment') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (essure removal surgery (bilateral salpingectomy) diagnostic laparoscopy and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, headache, pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right coil was removed in fragment') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (essure removal surgery (bilateral salpingectomy) diagnostic laparoscopy and hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, headache, pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: medical record received : reporter added. Case became medically confirmed. Event medical device removal was updated to device breakage (event added from medical record). Patient's date of birth added. On 7-oct-2020: pif received: reporter added. Reporter information updated. Event pelvic pain, dysmenorrhea, dyspareunia added. Essure removal surgery and essure removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache"). The patient was treated with surgery (essure removal surgery (bilateral salpingectomy)). Essure was removed. At the time of the report, the headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pfs received. New event e-free was added. New reporter was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.